Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. There was no reported malfunction of the device. (B)(4).

Event description:
It was reported on (B)(6) 2015, the intra-aortic balloon (iab) catheter was inserted in a patient with ami and iabp therapy started. When the customer connected the optical fiber connector to the cs300, it was noted that arterial waveform was not displayed. However the waveform of balloon inside pressure was displayed. The pump was replaced by another cs300. With the other cs300, arterial pressure was able to be displayed and therapy was continued without any further issue. The patient expired, but the date of expiration is unknown. The facility does not attribute the death to the device. There was no reported iab malfunction and there was no iab in use at the time of the patient death.